Event description:
Due to patients annulus anatomy, mitroflow dla21 was implanted to replace a suturless valve size 25. Patient did not survive the surgery.

Manufacturer narrative:
The patient death was not valve related.